Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07868. Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by left transfemoral approach. During the procedure, the esheath was inserted at a steep angle. It was not possible to advance the delivery system through sheath. The delivery system became stuck in the blue portion, and the valve frame was damaged. Consequently, the entire system was removed as a single unit. A new kit was prepped, and the valve implant was successful. The patient was in stable condition with no injury. As per procedural fluoroscopy video provided, it appears that the valve frame damage caused a puncture in the esheath.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusion, and h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: two shaft punctures observed at the strain relief. Proximal puncture at hub's distal end, valve strut procuring through puncture. Distal puncture at 7.5 cm from hub. Liner expanded 11.5cm in length from strain relief, remaining liner unexpanded, and tip unopened. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. Flex tip od measurement result: 0.2887". The measurement was found to be within the specification. Imagery was provided and the following was observed: frame strut bent outwards at the inflow side. Valve strut appears to be protruding through sheath. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to inability to advance through sheath was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (steep insertion angle) likely contributed to the event as information provided indicated that the sheath was inserted at a steep angle. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The complaint for sheath puncture was confirmed based on evaluation of the returned device and imagery provided. Available information suggests that procedural factors (excessive device manipulation, steep insertion angle) likely contributed to the event as information provided indicated that the sheath was inserted at a steep angle and resistance was reported during device insertion. During the procedure, the sheath may sustain damage from additional device manipulation (high push force) applied to overcome the resistance felt during delivery system insertion. Additionally, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe puncture due to direct interaction with crimped valve (catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Added report number to h10. Updated b4, g3, g6, and h2. Investigation is ongoing.